Event description:
It was reported that the case was cracked and the external pulse generator was returned for repair. It was analyzed and tested out of specification no patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the upper case was broken. The battery flex is corroded. It was also found that the lower case, both bail covers, ring cover and battery drawer were broken. One case screw was also missing.